Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 13.8-15.5cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion was noted at 12.4-12.7cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.1-9.8cm from the distal tip. The etfe coating was abraded at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.